Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy. When the nurse opened the package, the converter fell down. The seal was damaged. To complete the procedure, another device was used. No known impact or consequence to patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received the device. The visual inspection of the device noted; the 5sd valve door was disengaged from the device. The obturator lock collar and valve seal appeared intact. The inflation syringe was received. Pmv performed functional testing; the balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed damage may occur if the device is mishandled or handled roughly during application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.